Event description:
On (B)(6) 2015 cormatrix cardiovascular became aware of an event involving the use of cormatrix ecm for cardiac tissue repair and a reported case of delamination. Details of the event are provided below. It was reported that on (B)(6) 2014 an ecm patch was implanted in the right ventricular outflow tract (rvot) to enlarge the pulmonary artery. Prior to implantation, the patch was hydrated in room temp saline for less than 2 minutes. When the pt was taken off of bypass, the pulmonary artery appeared aneurysmatic and the pt suffered from hypoxia. The pt was returned to bypass and the pulmonary artery was reopened. The surgeons observed blood between the layers of the ecm patch. The surgeons indicated that they noticed that the initial suture line was just 1 mm away from the edges of the patch. The patch was removed and replaced with a new one. There were no other complications reported.

Manufacturer narrative:
The exact cause of the delamination is unk. The explanted product was not returned to cormatrix for investigation. The lhr and work orders for the ecm subassemblies used in cormatrix lot# m14h1100 were reviewed. There were no deviations from approved procedures or non conformities indicated. An investigation was completed by the ecm tissue mfg supplier. Mfg processes, controls, equipment maintenance, and source materials were reviewed. No changes or deviations from procedures or specifications were identified. No other complaints or adverse events have been received on cormatrix lot # m14h1100 to date.